Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the lead dislodged and was repositioned one day post implant. It dislodged a second time the following day. The physician programmed the device to vvir. The patient was seen one year later. When attempting to reposition the lead, the helix would not extend.